Manufacturer narrative:
The tech replaced the head and foot end brake casters to repair the stretcher.

Event description:
Info received indicates the head and foot end brake casters rotate to the side when the brake is set and the bed is pushed.